Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted (B)(6) 2000.

Event description:
It was reported that there was premature battery depletion and a charge circuit timeout occurred when the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The device provided 35 joule charges with nominal charge times when using an external supply. No hybrid anomalies were found. Battery destructive analysis revealed no internal battery shorting. Lithium-severing was seen leading to reduced anode surface area and consistent with the high battery impedance. Review of the save-to-disk data found multiple charge timeout and excessive charge time events prior to rrt and subsequent explant. These charge timeouts and excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.